Manufacturer narrative:
(B)(4). On 12th october 2017, it was reported to arjohuntleigh by (B)(6) retirement customer representative an issue involving a maxi sky 600 ceiling lift. It was determined that the device fall down from the end of rail hooking the resident's arm. As a result the resident sustained a bruising on the left arm. During radiological examination performed with use a mobile x-ray, no fracture was identified. When reviewing reportable complaints related to installation dedicated for non-portable ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the detachment of the ceiling lift from the end of the rail system. The occurrence rate observed for this failure mode is currently considered to be very low. The component which is intended to stop the ceiling lift at the end of the track is end stopper. The customer representative reported that after the event this part was not found to be installed at the ceiling rail, but was found lying on the floor near the ceiling lift. On 12th october 2017, the customer was visited by arjohuntleigh representative to perform inspection of the involved installation. No technical deviation was identified within the end stopper component. It was observed that the involved ceiling lift was being often removed from the ceiling installation system (linear kwiktrak system) and moved to the another customer facility's room. In order to uninstall it, as per linear kwiktrak system and maxi sky 600 ceiling lift instruction for use, the following recommendation should be followed: - according to the installation guidance (001.11161 rev. 3)"(...) Tighten the set screw using a 6 mm allen key 20n-m (15lbf-ft)." - according to the maxi sky 600 instruction for use (001.14150.33 rev.0) the caregiver is obligated before every use to "check presence of track end stoppers." Warning! (...) Always reinstall the rail end stopper (if it has been removed) after servicing." Based on the review of previous complaints, we (arjohuntleigh) were able to conclude that the detachment of the end stopper is possible to occur only when the end stopper screw is not installed and tightened properly, as recommended per the installation guidance (001.11161 rev. 3). While the incident occurred the device was not being used for transfer the patient. The end stopper and ceiling lift fall from the rail and from that perspective, the system was not up to its manufacturer's specification during the incident. Complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.

Event description:
On 12th october 2017, it was reported to arjohuntleigh by (B)(6) retirement customer representative an issue involving a maxi sky 600 ceiling lift. It was determined that the device fall down from the end of rail hooking the resident's arm. As a result the resident sustained a bruising on the left arm. During radiological examination performed with use a mobile x-ray, no fracture was identified.